Event description:
Per the clinic, the patient experienced an infection at the implant site resulting in extrusion of the implant body through the skin. The device was explanted on (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
This report is filed february 18, 2015.